Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the monitor was resetting and produced service code 105. Upon evaluation, high voltage had deviated to low voltage circuitry. The cause of the high voltage deviation is shorted igbts q12 and q16. The root cause of the shorted igbts was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.